Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Whistling and hissing heard from the top seal of the trocar, which was irradicated by inserting a finger into the top seal (possibly realigning the flanges). If so, did the noise prevent insufflation? Please describe the noise. This did not prevent insufflation. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? There was no drop in pressure that was noted. What was the gas consumption rate or volume (liter/minute)? Pressure was set to 12 as standard across the trust with lap choles. Was any torque being applied to the trocar or device? No there was no device in the trocar when the leak was being noticed. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the dilating tip trocar was introduced into the patient's abdomen as the primary port. It was noticed quite quickly that when removing an instrument from the trocar sleeve, there was a gas leak originating from the top seal of the trocar; this continued throughout the case intermittently after instrument exchange. The problem was rectified each time by putting a finger in the trocar, possibly realigning the seal components. The procedure was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.